Manufacturer narrative:
The device has not yet been rec'd for evaluation. If the device is ultimately rec'd, a supplemental form will be submitted.

Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted.